Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7115953. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, during the evaluation of the submitted samples, bd investigators noted that the devices were semi-activated. However, by following the instructions for use, our investigators successfully activated the safety mechanism without the use of undue force. Also, a review of the manufacturing line found the necessary controls to be in place to prevent devices with a semi-activated safety mechanism form being loaded. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that during use of the bd saf-t-intima¿ IV catheter safety system the safety mechanism failed to activate leaving the needle exposed. The following information was provided by the initial reporter, translated from french to english: placement of a subcutaneous catheter type 20ga. Conditioning ok, expiration ok, integrity ok. Easy to install. When the needle was removed with the "secured" device, the cover did not put on and the needle remained in the air. My left hand holding the catheter and my right hand holding the "sleeve" for removal because of the distance between the "sleeve" and the needle which is long, the needle bounced off the glove of my left hand without incident. After analysis of the device after the event, the cover did not activate and therefore the needle was not protected risk of aes (accident exposure blood). Clinical consequences/actions taken: none.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd saf-t-intima¿ IV catheter safety system the safety mechanism failed to activate leaving the needle exposed. The following information was provided by the initial reporter, translated from french to english: placement of a subcutaneous catheter type 20ga. Conditioning ok, expiration ok, integrity ok. Easy to install. When the needle was removed with the "secured" device, the cover did not put on and the needle remained in the air. My left hand holding the catheter and my right hand holding the "sleeve" for removal because of the distance between the "sleeve" and the needle which is long, the needle bounced off the glove of my left hand without incident. After analysis of the device after the event, the cover did not activate and therefore the needle was not protected risk of aes (accident exposure blood). Clinical consequences/actions taken: none.